Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report that customer had 2 sensors that did not work and alerted lost sensor and cal error. Caller stated that the first sensor worked fine, but the second sensor had a missing cannula after removal from body. Caller stated that the problem could be due to a video camera she installed in customer's room; caller stated she would remove camera. Customer's blood glucose reading was unknown. Two sensors were replaced, but nothing will be returned.